Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-02012. It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A 24mm watchman laa closure device & delivery system was inserted into a watchman access system. After the first deployment, a pericardial effusion was noticed. As the device was too deep in the laa, the decision was made to partially recapture it and deploy it more proximal. The pericardial effusion was kept under control with the transesophageal echocardiogram (tee). The patient was hemodynamically stable, so no intervention was required. The patient is currently stable.